Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, the product investigation was completed. Device investigation summary: according to the information provided, the patient experienced a tissue expander deflation. However, it was not possible to perform a proper product investigation since the device were not returned. Nonetheless, the customer provided some pictures of the actual device involved in the complaint. Based on the picture, the implants appear deflated. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Deflation is a known complication associated with mentor mammary prostheses. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/13/2019, the mentor failure analysis lab has received the device for evaluation. Concomitant device: 550cc mentor cpx4 with suture tabs, med height, smooth catalog: 3509214 lot: 7643289 on 7/3/2019, the product investigation was completed. Device investigation summary: during the evaluation of the device, it was noticed a little hole in the union between a suture tab and shell at the posterior aspect. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of the breast tissue expander implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast tissue expander implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent primary breast reconstruction with a 550cc mentor cpx4 with suture tabs, med height, smooth tissue expander on the right side, suffered deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with a 650cc mentor memorygel breast implant on (B)(6) 2019.